Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a 15-year-old male child patient faced a bent cannula due to which he experienced high blood glucose level and vision issues. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. He had high ketone levels which his healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for 1-2 days and the site location was patient's abdomen and thigh. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. The next day ((B)(6) 2022), the patient was released from the hospital with no permanent damage. Previously, the patient faced 10-15 bent cannula issues in the last two months on unknown dates and he noticed it within 3 hours of insertion. Due this issue, he experienced high blood glucose level which they tried to treat with correction bolus via pump. For all the event, he had high/large ketone levels which the healthcare professional assessed as dangerous/life threatening. Further, the infusion set was replaced, and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.